Manufacturer narrative:
Conclusions - without a lot number we are unable to review the device history record or material review report for any irregularities that may have been found during the manufacture of the product. The sample was not available for analysis; therefore, we are unable to determine the root cause for the problem encountered. (B)(4).

Event description:
Pt had surgery and the next day, the pt noticed bruising on forearm and upper arm. Pt discharged post-op day two and still had pain; felt like "every time I put my arm on anything it would hurt". Pt saw primary care provider (pcp) initially and was told it was bruising from the IV and IV draws. Pain continued and pcp ordered an ultrasound. Foreign object discovered on ultrasound. Pt required local anesthesia to surgically excise what pathology report described as "a 0.6cm in length and 0.1 cm in width and thickness, tan-whit foreign body with what appears to be a central sharp and pointed silver metal portion of needle. No soft tissue identified". This tip was surgically excised after discovery by ultrasound and followed by stitches.